Event description:
Information received regarding the device does not address the patient's clinical status but notes that the device had gone I nto microprocessor reset conditions multiple times since implant.